Manufacturer narrative:
(B)(4). Work order search: one similar complaint was reported for units within the same lot. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.0 diopter, in her right eye (od). The patient reported had lost vision due to the development of a cataract. The lens was explanted, cataract surgery was performed and an iol was implanted. The lens was implanted on (B)(6) 2013. The facility reported the date of cataract diagnosis was (B)(6) 2016 and it was an anterior subcapsular cataract. The facility reported the event was not device related. The date of explant was (B)(6) 2016, the patients post-op va was 20/20 and prognosis was excellent.